Event description:
It was reported, the customer was hospitalized due to diabetic ketoacidosis and vomitting. Customer's mother stated the customer had an allergic reaction to adhesive on infusion set. Troubleshooting was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.